Manufacturer narrative:
Device evaluation: the complaint components were returned and analyzed, and the reported allegation of hemorrhaging was not confirmed via product analysis. The ams800 occlusive cuff was visually inspected and functionally tested. No leak was found. The cuff performed within specifications. The ams800 control pump was visually inspected and functionally tested. No leak was found. The cuff performed within specifications. The ams800 pressure regulating balloon was visually inspected and functionally tested. No leak was found. The balloon performed within specifications. The product record review revealed no additional information related to the complaint. The reported allegation(s) could not be confirmed. No escalation to ncep, CAPA, or scar is required. Model number: balloon: 72400024 pump: 72400098 serial number: balloon: 1000145204 pump: 1000132937 catalog number: balloon: 72400024 pump: 72400098 UDI number: balloon: 00878953000626 pump: 00878953000688 expiration date: balloon: (B)(6) 2023 pump: (B)(6) 2023 manufacture date: balloon: (B)(6) 2018 pump: (B)(6) 2018

Event description:
It was reported that the patient experienced large amounts of unexpected bleeding and hemorrhaging during an artificial urinary sphincter implant procedure. The operation was aborted. Additional information reported revealed that the physician touched a blood vessel while making space in the space of retzius. The patient was thin and, due to the space limitation, the physician had approached from the back side of the bladder to dilate the space with the balloon. The patient recovered and was discharged without any additional adverse effects. It was further reported that during the implant surgery the doctor dissected to the urethra via a perineal incision. The desired size and positions for the cuff, pump, balloon and kit were selected. When making space for the balloon the physician accidently caused bleeding to occur. The location of the bleeding was identified and they "used some hemostatic for closing the bleeding side with suture followed by checking the patient's status by checking bp consistently." The procedure was terminated after confirming that the patient was stable. The physician believed the same type of bleeding may occur in the opposite space for the balloon "due to the patient's characteristics (the patient was very thin)." "The patient was hospitalized or operation with incontinence symptom, not because of this event. After checking consistently, there was no more bleeding and abnormal so the patient was discharged."

Manufacturer narrative:
Model number: balloon: 72400024, pump: 72400098, serial number: (B)(4), catalog number: balloon: 72400024, pump: 72400098, UDI number: (B)(4), expiration date: balloon: 08/05/2023, pump: 07/10/2023, manufacture date: balloon: 08/06/2018, pump: 07/11/2018.

Event description:
It was reported that the patient experienced large amounts of unexpected bleeding and hemorrhaging during an artificial urinary sphincter implant procedure. The operation was aborted. Additional information reported revealed that the physician touched a blood vessel while making space in the space of retzius. The patient was thin and, due to the space limitation, the physician had approached from the back side of the bladder to dilate the space with the balloon. The patient recovered and was discharged without any additional adverse effects. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.